Manufacturer narrative:
Continuation of d11: product ID 8781 lot# serial# (B)(6) implanted: (B)(6) explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a device manufacturer indicated that a pocket fill was not able to be confirmed. The cause of the bad septum was unknown; the explanted device would be returned for analysis. No further complications have been reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8781, serial/lot #: (B)(4), ubd: 23-oct-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative on (B)(6) 2020 regarding a patient receiving fentanyl (dose and concentration unknown) via an implanted infusion pump. It was reported that overdose was suspected at the last fill. It was noted that there was a possible pocket fill. To resolve the issue, meds were taken out of the pump and put back in to verify, and the issue was considered resolved. It was noted that the patient believed the septa of the pump was bad and was upset they could not get a pump due to the end of service (eos) date. No surgical intervention was planned or scheduled. The patient's status was alive - no injury and no further complications were reported or anticipated. Additional information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2020. It was confirmed that the patient had experienced overdose symptoms over the last refill. The nurse thought that the symptoms were because the pump septum was bad, so they requested a replacement. The pump was replaced on (B)(6) 2020 along with a portion of the catheter as the surgeon was unable to aspirate through the catheter access port (cap) during the procedure. It was noted that part of the old catheter was left in the patient. When replacing the pump, they were expecting 8.2ml and got back 4ml.

Manufacturer narrative:
The pump was returned and no significant anomalies were found. The catheter was found to damage to the transition tube. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. If information is provided in the future, a supplemental report will be issued.